Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an anatomical perforation when a product involvement is confirmed, suspected or unknown may result in death or serious injury and generally requires medical or surgical intervention to prevent permanent impairment.